Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: residual insulin remaining in the cartridge is unusable.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer reused insulin from a previous cartridge. Tandem technical support educated the customer of cartridge and insulin labeling. Customer¿s blood glucose level was 90-120 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.